Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains blood in the dialysis fluid compartment during the treatment. The treatment was finished according to the procedures and then the treatment was started again. There was no blood loss or medical intervention.